Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) levels ranging from 400 (mg/dl) to 700 (mg/dl). The bg level was 256 (mg/dl) at the time of report. The customer reported that air bubbles were observed along the infusion set and cartridge tubing. Reportedly, the customer replaced the cartridge resolving the issue, and continued using the pump for insulin therapy.